Event description:
The report stated that during a breast lift procedure, the pencil arced and burned the pt. The burn was about the size of the head of a pencil eraser. Tissue was excised and incorporated into the procedure, so no harm to pt. There was no other instrument being used at the time this occurred, and they used the approved cleaning pads to regularly clean the eschar off. They noticed post operatively the seam at the tip of the pencil was separated but do not know if that was a result of the arc or was present before using.

Manufacturer narrative:
Dried blood was noted in the seam but the seam was completely welded. The pencil was hi-pot (electrical leakage) tested and met specification.